Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Based on the information provided, it was determined that the device experienced high current drain. The root cause of the high current drain was unable to be determined.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited potential premature battery depletion. The device will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Based on the information provided, it was determined that the device experienced high current drain. The root cause of the high current drain was unable to be determined without a device return. The expected longevity based on the session record reviewed in (B)(6) is 3-5 months. It is suggested that the patient be closely monitored.